Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): unknown due to unknown product code/lot number. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code and lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the doctor noted a glidesheath slender kinked when trying to achieve left distal radial access. Additional information was received on january 18, 2019. The wire and sheath inserted fine. Once the catheter was being inserted, it was noticed the sheath was kinked and it was replaced with a glidesheath. There was no blood loss. Product was a 6fr slender. The procedure outcome was successful. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel the initial report. Additional information was received and the report has been deemed not FDA reportable.